Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that there was a leak after surgery. The surgeon states that the device could not fire completely, the staple line was incomplete, and difficult to release the device from patient's body, but could make a ring. Almost all of staples unformed were seen by x-ray picture after surgery. Reoperation was performed and created an artificial anus, unknown if temporary or permanent. Device will not be returned.